Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt connector in treatment. Pt was in fill one of treatment. Rn states, pt had no ill effects. As of this writing, a sample has not been returned to the MFR.